Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one sample was returned for investigation. Unit received with secondary labeling as required. Unit received had writing written in red marker on the bag material. Unit received with the side seal partially separated. Visual of unit noted the side seal was coming apart greater than 50% of the length of the seal and still attached at the top and bottom of the bag. Confirmed problem of seal separation as noted in complaint. Visual inspection of the returned unit was able to verify side seal had partially come apart. Sample was functionally tested by manually pumping assembly using hand squeeze bulb to 300mmhg. Prior to getting to 300mmhg a remaining portion of the side seal that was attached came apart. Clear cuff assembly are 100% leak tested prior to release; it appears the seal came apart after product was shipped during subsequent use. Reported problem caused during the rf seal operation during assembly. Corrective and preventative maintenance have occurred to the assembly machine after the production of lot number on complaint. No corrective actions are planned at this time. ICU medical regularly analyzes complaint data and trends and will take further actions accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the side of the pressure bag split. The product fault occurred found while in use with patient. There was no medical intervention required. There was a patient involvement and no patient harm/adverse event reported.